Event description:
Baclofen pump implanted on (B)(6) 2014 for spasticity due to ms. From implant date to (B)(6) 2014, I developed rapid weight loss, high blood pressure, and tingling sensation that started at bra line and extended to the rectum. The tingling completely wrapped around that area. I was hospitalized (B)(6) 2014 for 9 days with this tingling and high blood pressure. I had 3 mris, all negative for new lesions as possible source of the problems. I then had the baclofen pump removed (B)(6) 2014, the high blood pressure and weight loss went away as did the tingling sensation. I then developed post surgical infection and again hospitalized, (B)(6) 2014, for 8 days. I had surgery to clean up a large abscess; pseudomonas stutzeri was isolated from surgical site.